Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an infection occurred. The implantable cardiac monitor was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted as the evaluation method were inadvertently left off the prior supplemental report with device evaluation results. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).